Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Customer stated that the blood glucose was 459 mg/dl at the time of incident and current blood glucose was 469 mg/dl. Customer stated that the high blood glucose was treated with the insulin pump. Customer had been using insulin pump within 48 hours of high blood glucose event. Customer stated that auto mode smart guard feature was active. Customer stated that troubleshooting was done for high blood glucose. Customer did not alleges insulin pump was under delivering. Customer stated that they performed self test and it got passed. Customer reported that the insulin pump will not be returned for analysis.